Event description:
Caller states the third connector pin on the inform meter is melted and burned. Caller also states the meter smells of smoke. No adverse event reported. Requested return of suspect device and replacement was sent.